Event description:
It was reported that a revision surgery was performed due to infection. Insert was replaced.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Product was sterilized according to sterilization release documentation from quality control. Our clinical/medical team concluded that insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, it was communicated that due to infection, the insert component was revised approximately 3 weeks post tka. No further clinically relevant documentation and/or information were provided, therefore the root cause of the reported infection remains unknown. The patient impact beyond the revision/poly exchange for infection, probable additional antibiotic therapy, and an expected post op convalescence period cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time. We consider this investigation closed.